Event description:
Hcp reported pump alarm was intermittently heard but not seen on telemetry. Pt experienced morphine withdrawal symptoms. Catheter contrast study normal. Expected and actual reservoir volumes matched. Device was explanted and returned to the MFR for analysis. Pt underwent implantation of another pump.